Event description:
During a pci treatment procedure, the maverick2 monorail 15x2.0mm balloon ruptured at six atms on the first inflation. Details regarding the lesion being treated were not provided. No pt injuries or complications were reported. Pt status is reported as 'good.'